Event description:
It was reported that (1) device was used during a high anterior resection. It was reported by the affiliate that the cancer was removed. The tlh30 was used to close disectally. The cdh29 was used to make anastomosis about 13cm up on rectum. Everything seemed fine until checked for leakage. It started bubbling and a small opening was visualized in staple line (at 12 o'clock position) anteriorly. The stapled area was totally cleaned from lat and nothing was imposing the staple line area. The sight was good and doughnuts were consistent. There was a serious about 90 degrees to the left (9 o'clock) about 1cm away from leakage. This was stitched before firing cdh29. The leakage was stitched to complete the case.